Event description:
The hosp reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm cutter was bent after removing the cutter's cap. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. No evidence of clinical use or evidence of blood was observed. The safety lock was engaged and the actuation button was depressed. The positioning needle was slightly bent. Based on the condition of the device as received, the reported complaint for "bent cutter" was confirmed. A review of the certificate of conformity (c of c) for this device was conducted to verify the device was not released in this condition. The vendor certifies that the product has been manufactured in accordance with applicable customer specifications.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).